Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Caller states that earlier that day he had blood in his urine and went to the emergency room (ER). After receiving the reported results his "system" was flushed to pass the blood through in order to stop the bleeding caller received unspecified pain medication. No adverse event reported. Requested return of suspect system and replacement was sent.